Manufacturer narrative:
Info received to date suggests that the solution used during the treatment procedure may have caused or contributed to this injury associated with this event. The investigation of this event is ongoing, and a supplemental report may be submitted if material info is discovered.

Event description:
Pt reported receiving a burn on his left hip, above the buttocks, after iontophoresis treatment. Pt sought medical attention and received treatment for the burn including a triple antibiotic salve and some bandages to treat a possible infection.